Manufacturer narrative:
Pump received with button error alarm and intermittent up arrow button response due to corroded keypad traces. No unexpected numbers scrolling during testing. Pump received with normal operating currents. Pump was monitored and no unexpected failed batt test alarms occurred during testing. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, broken belt clip slot, stained end cap sticker, and stained lcd resilient cover. (B)(4)

Event description:
Customer reported via phone call that numbers continued to scroll up when attempting to bolus. Customer also reported of receiving a failed battery test alarm. Customer's blood glucose was 172 mg/dl. Customer was able to clear alarm with troubleshooting. Customer was advised that battery cap would be replaced.